Manufacturer narrative:
Correction to the initial and follow up 1 MDR in blocks b5 and h6. The returned ipg sc-1216, sn (B)(6) was analyzed and the event of rapid discharge was confirmed. The ipg was successfully recharged within a four-hour cycle; however, an analysis of the devices data logs revealed a high depletion rate. Additionally, electrode channel d7 displayed a zero-impedance value, which prevented any functional testing from being conducted. Upon further inspection, the ipg was opened, and internal electrical measurements showed excessive sleep current and low resistance at a node where high resistance was expected. This finding indicates that the application-specific integrated circuit (asic) chip was damaged. Such damage is typically caused by the ipg being exposed to external high-voltage or high-current transient sources. Therefore, this ipg was likely damaged unintentionally during the prior revision procedure where electrocautery was used. The labeling review states that the following medical therapies or procedures may deactivate stimulation or may cause permanent damage to the stimulator, particularly if used in close proximity to the device: lithotripsy, electrocautery, external defibrillation, ultrasonic scanning, and high-output ultrasound, radiation therapy (any damage to the device from radiation may not be immediately detectable). X-ray and computed tomography (CT) scans may harm the stimulator if stimulation is on. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Ultimately, however, the device may need to be explanted due to damage to the device. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient experienced pain and discomfort in the spinal cord stimulation (scs) implantable pulse generator (ipg) gluteal pocket site. These symptoms occurred upon activation of the stimulation and were accompanied by an unusually rapid discharge of the ipg following a revision procedure (see MFR. Report 3006630150-2025-01536). The patient reported that the stimulation did not cover their pain areas following the previous revision. The patient underwent an ipg replacement procedure. There were no reported issues postoperatively.

Event description:
It was reported that the patient experienced pain and discomfort in the spinal cord stimulation (scs) implantable pulse generator (ipg) gluteal pocket site. These symptoms occurred upon activation of the stimulation and were accompanied by an unusually rapid discharge of the ipg following a revision procedure (see MFR. Report 3006630150-2025-01536). The patient underwent an ipg replacement procedure. There were no reported issues postoperatively.

Manufacturer narrative:
The returned ipg sc-1216, sn (B)(6) was analyzed and the event of rapid discharge was confirmed. The ipg was successfully recharged within a four-hour cycle; however, an analysis of the devices data logs revealed a high depletion rate. Additionally, electrode channel d7 displayed a zero-impedance value, which prevented any functional testing from being conducted. Upon further inspection, the ipg was opened, and internal electrical measurements showed excessive sleep current and low resistance at a node where high resistance was expected. This finding indicates that the application-specific integrated circuit (asic) chip was damaged. Such damage is typically caused by the ipg being exposed to external high-voltage or high-current transient sources. Therefore, this ipg was likely damaged unintentionally during the prior revision procedure where electrocautery was used. The labeling review states that the following medical therapies or procedures may deactivate stimulation or may cause permanent damage to the stimulator, particularly if used in close proximity to the device: lithotripsy, electrocautery, external defibrillation, ultrasonic scanning, and high-output ultrasound, radiation therapy (any damage to the device from radiation may not be immediately detectable). X-ray and computed tomography (CT) scans may harm the stimulator if stimulation is on. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Ultimately, however, the device may need to be explanted due to damage to the device. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient experienced pain and discomfort in the spinal cord stimulation (scs) implantable pulse generator (ipg) gluteal pocket site. These symptoms occurred upon activation of the stimulation and were accompanied by an unusually rapid discharge of the ipg following a revision procedure (see MFR. Report 3006630150-2025-01536). The patient underwent an ipg replacement procedure. There were no reported issues postoperatively.